Manufacturer narrative:
This supplemental report is being submitted to provide additional information. As part of our investigation, an olympus endoscopy support specialist (ess) was to the user facility on august 29, 2019 to observe the facility¿s reprocessing methods and provide an in-service. The ess reported that saline solution was being used for fluid during the bedside cleaning. The ess explained that a detergent solution should be used for bedside cleaning. Also, recommended that the endoscope¿s bending section be manipulated and function the buttons during the leak testing. The ess conducted multiple in-services which covered the manufacturer¿s recommended reprocessing steps.

Manufacturer narrative:
This supplemental report is being submitted to report the device evaluation results. Please the updates in sections: d10, g4, g7, h2, h3, h6 and h10. The scope was sent to an independent laboratory for microbial testing. There was no microbial growth found on the scope. The scope was ethylene oxide (eto) sterilized and returned to the service center. The scope was returned to the service center for physical evaluation. The device was returned to the service center for evaluation. A visual inspection performed on the received device using an olympus boroscope to inspect the channel. The instrument channel was inspected and noted tear marks inside the channel from the bending section side. The channel was further inspected and did not find any signs of kinks, stains, or foreign material. The image was checked and noted the image is normal. The scope passed the leak test. The scope was purchased on (B)(6) 2005 and the last time the scope was returned for service was on (B)(6) 2019 for a full refurbishment. Based on the evaluation, was not able to find any evidence of foreign material or substance inside the channel. The tear marks inside the channel is due to mishandling.

Manufacturer narrative:
As part of our investigation follow up with the user facility regarding the reported event was performed. "Achromobacter species are non-fermentering gram negative bacilli associated with soil and water. When isolated in clinical specimens, they are often colonizing flora. When agents of infection, they are often associated with blood and solid organ malignancies and the elderly. Documented cases of infection with these organisms are various, but most commonly associated with respiratory tract infections. Though known to be potential hospital acquired or associated infections, a significant percentage of infections are community acquired. Most commonly, isolates associated with clinical infection are identified as a. Xylosoxidans. Isolation of the organism alone does not indicate infection as gram negative bacilli colonization of the respiratory tract of hospitalized patients is not uncommon. Lab and clinical data must be used to determine likelihood of an infectious process. Achromobacter species are important particularly because of intrinsic and acquired resistance mechanisms to multiple classes of antibiotics. They are often difficult to eradicate and an infectious disease consult is usually indicated." The user facility¿s policy and reprocessing methods are as follows: at bedside upon completion of a bronchoscopy, the scope is disconnected from the processor. The insertion section of the scope is wiped clean with a lint free cloth or sponge soaked in clean water. Clean water is then flushed through the scope and suction channel to remove all secretions, blood, or debris. Repeat flush of the channel until flush solution is clear of gross debris. Then removal all disposable components from the scope and transport it to the processing room. The disposable components are discarded in the proper receptacle. In the processing room the pre-cleaning steps are fill the washbasin of the sink with 4 gallons warm water sink is marked to indicate 4 gallon level) and 2-4 oz. Of enzymatic cleaner. Before submerging scope in washbasin, perform leak test using mu-1 leakage tester. Turn mu-1 unit on and insert the connector fully into the output socket. Make sure air pump noise is heard. This must be done prior to connecting to scope otherwise damage to scope will occur. Lightly depress pin inside connector cap to ensure air is emitted through the coiled tube. Align vent-connecting pin on scope cap to connector cap keyway and attach scope to mu-1 unit. Observe bending section of scope for expansion. Submerge scope into washbasin and observe for bubbles for 1 minute. If no bubbles observed then scope is safe for processing. Continuous bubbling indicates a leak. Do not process scope. Remove scope from washbasin. Turn mu-1 unit off. Disconnect connector end from mu-1 unit before detaching from scope. Wait 30 seconds or until bending section has returned to normal size then disconnect from scope. Failure to do this will result in damage to scope. If scope is safe for processing, return to wash basin for further cleaning. If scope is not safe for processing, remove the scope from service and notify the biomedical engineering department for directions on repair. Otherwise, with scope submerged, a disposable cleaning brush-to-brush is used to clear all debris from the bronchoscope channels. The scope is allowed to soak for 2-3 minutes in the enzymatic solution. Any reusable parts are cleaned in the enzymatic solution utilizing the disposable brush. The scope and reusable parts are removed from the washbasin to allow the scope channels to drain. The scope and reusable parts are now ready for processing in oer-pro disinfecting system. Before the first scope is processed, water to the system is turned on. The facility then performs its daily inspection of the oer-pro prior to any cycle which includes checks for fluid leaks, lid and lid packing, connectors and connector tubing, detergent tank, alcohol level, mesh filters and disinfectant odors the findings are then logged. The minimum effectiveness of the detergent/solution and printer paper is also checked prior to each cycle. If the strip indicates a failure, the scope cannot be processed in that solution. The solution must be changed and tested for efficacy. If test strip indicates a pass (mrc: manufacturers recommended concentration) scope reprocessing is continued. The scope is then transported to the reprocessing basin and connected to the required connecting tube(s). The user must insure that the correct tubing is connected to the appropriate processor outlet, which will insure proper solution flow through the scope. Any reusable parts are placed in the washing case in the center of the retaining rack. The scope ID is scanned and the user ID over the rfid reader. The oer-pro cycle is then started. After a completed cycle the facility¿s reprocessing staff wearing clean gloves, disconnects the connecting tubes from each bronchoscope. Removes the scope from the processor and wipes off any water using clean a cloth/gauze. The scope is stored in the bronchoscope storage cabinet in the bronchoscopy lab. Finally, the results of each scope reprocessing will be printed. A check should be placed under the preclean, tube and mrc section of the printout indicating the operator has performed each of these processes by entering in the performing physician's name and the operator's initials in the comment section. A patient sticker placed on reverse side of the printout and place in the logbook. An end of inspection is performed and logged to ensure the processor and water processor are powered off, outer surface is cleaned, clean mesh filters and all fluid levels are checked. The user facility reports that to ensure patient safety and prevent the spread of infection, all bronchoscopes will be cleaned and disinfected utilizing the oer-pro scope processor immediately after completion of the procedure. All personnel who perform bronchoscopies will be trained in the cleaning of scopes and use of the oer-pro processor for scope disinfection. In addition, appropriate personal protective equipment (ppe) will be utilized during all steps of scope cleaning and disinfection. In addition, an endoscopy support specialist (ess) was dispatched to the user facility to assess their reprocessing practices and to provide reprocessing training if necessary. To date, the ess visit has not been finalized. The device was not returned for evaluation. The exact cause of the reported event cannot be determined.

Event description:
The user facility reported that 70 bronchoscopies were performed during the month of (B)(6) 2019, using three of the facility¿s bronchoscopes. Of that, four patients tested positive for achromobacter xylosoxidans denitrificans. The fourth patient also cultured positive for additional organisms streptococcus, aspergillus and pseudomonas and was an inpatient at the user facility at the time the organisms were discovered. The patient received a consult with infectious disease (ID) and treated with antibiotics ordered by pulmonologist. The user facility believes that the patient being immunocompromised is a contributory factory. Additionally, the user facility reported that from (B)(6) 2019 thru (B)(6) 2019 samples were taken from facility¿s scope cabinet, sink tap water, clean sink drain, dirty sink drain, enzymatic cleaner, oer pro supply water, super sani wipes pdi, alcohol cap oer pro, detergent cap oer pro, provon soap dispenser hall scrub sink, chlorhex dispenser hall, scrub sink and 10ml saline flushes from the three scope channels (serial numbers: (B)(4)). All samples were negative for the achromobacter organism. This report is to account for the fourth patient's procedure.